Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited high out of range pace impedance measurements on this left ventricular (lv) lead. No adverse patient effects were reported. This device system remains in service.